Manufacturer narrative:
Block d2b: pro code ntn. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
It was reported to boston scientific corporation that a spy discover catheter was used in the cystic duct during a laparoscopic common bile duct exploration (lcbde) procedure performed for the treatment of gallstones on (B)(6) 2023. During the procedure, the scope was introduced into the patient's cystic duct, but the image was lost after 10 minutes of used. The spy discover catheter was disconnected from the controller. They restarted the controller, and the scope was plugged back in; however, the problem was not resolved. The procedure was not completed as they do not have a backup spyglass discover scope. There were no patient complications reported as a result of this event.